Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was seated properly, and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. Sensor found to be in state 1 (indicating initial factory state). Observed watermark at the base of the tail. Upon visual inspection of the sensor plug, no failure modes were observed. Activated sensor with a known good reader and values were within specification. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "sensor error" message with the adc device. The customer experienced a loss of consciousness, however, was able to self-treat with orange juice. No other details were provided. There was no report of death or permanent injury associated with this event.